Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 91 mg/dl. Advised the customer to run a 5.0u fixed prime and insulin did exit. Advised that the alarm may have been due to the bent cannula. Advised to return the set for analysis and to change the entire infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.